Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function and blood splatter occurred. There was no user impact as ppe's were worn. The patient's arm began to swell, there was no additional information obtained regarding impact. The following information was provided by the initial reporter: phlebotomist reported blood leakage during phlebotomy process, she described following removal of tube from back end of needle blood continued to flow out from holder . Here is a section of her description " I screwed the needle into the vacutainer holder. I took the patients¿ blood and the vacutainer filled but it started to drip blood from the holder. The patient said their arm felt painful so I removed the full bottle it was covered in blood. I was very shocked when blood continued to come out of the vacutainer holder it usually stops but it just carried on. I removed the tourniquet and asked my colleague to help me as there was blood coming out of the vacutainer holder under pressure when the bottle had been removed. I removed the needle from the patients arm , it was swollen so I applied pressure." A photo was supplied which shows the valve in the sample end of the needle to be displaced and the needle is not closed off by the valve. The hcw was wearing gloves but no apron. Incorrect ppe has been discussed with staff member. The hcw had blood on her gloves and the bottom of her uniform there was blood leakage and a small amount of splatter which resulted on blood being on the chair.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 tubes, and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function and blood splatter occurred. There was no user impact as ppe's were worn. The patient's arm began to swell, there was no additional information obtained regarding impact. The following information was provided by the initial reporter: phlebotomist reported blood leakage during phlebotomy process, she described following removal of tube from back end of needle blood continued to flow out from holder . Here is a section of her description. " I screwed the needle into the vacutainer holder. I took the patients¿ blood and the vacutainer filled but it started to drip blood from the holder. The patient said their arm felt painful so I removed the full bottle it was covered in blood. I was very shocked when blood continued to come out of the vacutainer holder it usually stops but it just carried on. I removed the tourniquet and asked my colleague to help me as there was blood coming out of the vacutainer holder under pressure when the bottle had been removed. I removed the needle from the patients arm , it was swollen so I applied pressure." A photo was supplied which shows the valve in the sample end of the needle to be displaced and the needle is not closed off by the valve. The hcw was wearing gloves but no apron. Incorrect ppe has been discussed with staff member. The hcw had blood on her gloves and the bottom of her uniform there was blood leakage and a small amount of splatter which resulted on blood being on the chair.